Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that during a spinal fusion procedure, the navigation system was unable to connect to the imaging system. The navigation system monitor also went black while trying to connect to the imaging system. The issue was reported to have occurred when the site was setting up and getting a/p and lateral shots for a spin with the imaging system. While troubleshooting, the medtronic representative found that the navigation system camera had an illuminated error indicator light. The site removed the navigation system fro the room and replaced it with a different navigation system. The surgeon completed the procedure with the use of the different navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. The initial report occurred on (B)(4) 2015 and was found to be a non-reportable malfunction based on the information available. On (B)(4) 2015, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. Replacement positioning sensor unit (psu-camera) shipped to site on (B)(4) 2015 for issue resolution. A medtronic representative replaced the psu and on (B)(4) 2015, performed a navigation system check-out, all areas passed. Medtronic investigation of returned suspect device finds that the psu powered up with the amber fault light blinking. A check of the event log indicated a bump detector battery fault. The psu also failed the accuracy assessment kit (aak) test at .47 mm. The reported event was confirmed to be caused by an electrical failure mode due to a system fault code.

Manufacturer narrative:
The camera was evaluated further by the vendor. Results as follows: customer's description of failure has been verified. Unit has a faulty bump battery which will require replacement. Following repair unit will require recatheterization as an extended pyramid volume programmed with rev 012 firmware as it was received. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.